Manufacturer narrative:
No diagnostic/functional testing was performed by philips. The customer indicated that, during routine functional testing of the device, the speaker was found to be faulty. There was a faulty adapter. The cause of the reported problem was a faulty speaker. The reported problem was confirmed. The customer ordered a replacement speaker to resolve the issue. The customer has assumed the repair responsibility.

Event description:
The customer reported that speaker was faulty. It is unknown if the device produced audible sound. The device was not in use on a patient at the time of the event, there was no patient involvement.

Manufacturer narrative:
(B)(6) . Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.